Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not reportable.

Event description:
This pi is for the revision of the patient's right knee. Rep was informed during a revision of the patient's left knee that the patient had a previous revision of a stryker right knee. The date, reason for revision, and revised devices were not reported to the rep.